Event description:
Incident reported to lumenis on (B)(6) 2006. Customer reported second degree burns on three pts (B)(6) who were treated with lightsheer ec loaner serial (B)(4). The loaner had been sent in response to c0192691 product complaint for the customer system. Pts (B)(6) had prior treatments without problems using the auto setting; this was the first treatment for (B)(6). According to (B)(6) rn, during use on one pt the loaner stopped going into auto (would only operate at 30ms) and the other rn (not (B)(6)) used the system anyway to continue treatments even though the other pts (B)(6) had been previously treated at auto. One pt (B)(6) received medical intervention (hydroquinone 2%). The other two tps (B)(6) were treated with otc topicals.

Manufacturer narrative:
Customer reported the pts were previously treated with auto setting without problems. Customer had a loaner system while customer system was evaluated in the service depot. The loaner would not go into auto setting and the customer used it at 30 ms instead to treat the pts. Pts received second degree burns. Service findings: service depot reported that the system had high diode temperature at check-in. The handpiece diode lens had also fallen off, possibly from dropping of the handpiece. There was also a small leak in the handpiece and the sapphire tip was damaged. Also the tip was scratched and cracked. This can cause the energy output to be slightly higher. Depot replaced the tip assembly, umbilical assembly and handpiece halves. Root cause for pts (B)(6), the root cause of the burns appears to be use of the 30 ms pulse width instead of auto. For (B)(6), who was treated in areas of coarser hair (chest and abdomen), 30 ms was an appropriate pulse width. The most likely root cause appears to be the use of a damaged sapphire tip, which can cause or contribute to pt injuries.